Event description:
N/a.

Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: unknown film/substance on sensor area that is not part of manufacturing process. Received catheter in a drainage tube. The catheter failed initial icp express with a zeroing error; after cleaning foreign film residue on pressure icp express= 507. The device passed electronic, noise, and signal drift tests, internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on the above evaluation, the supplier was able to confirm the complaint and determined the cause of the problem stated to be ¿use related¿ (film residue). Sensor passed all testing after cleaning. The complaint was confirmed in the failure analysis. Per the report from the supplier, there was an unknown film/substance on sensor area that was not part of the manufacturing process. The sensor was cleaned and passed all testing. Per the supplier, the likely root cause is ¿use related¿. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor could not be zeroed during pre-testing in procedure, before used on the patient. The procedure was completed with a replacement product available with no surgical delay and no patient consequences.